Event description:
Consumer use seventh generation plant based plastic applicator regular tampon. During insertion consumer had inside plunger piece pull all the way through outer tube and remain in her vagina. She was unable to retrieve herself, and went to the emergency room for assistance after hours. They were able to remove the object without further incident.